Event description:
The customer reported collimator errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator iris. This MDR is related to ge healthcare complaint.